Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, first haptic does not fold back and when it comes out, the second haptic get stuck, almost tearing the iol. Additional information was requested. There are two medical device reports associated with this report. This is 2 of 2.